Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user was unable to add multiple pyxis went automatically on critical override. A technical support specialist (tss) dialed into the server and reviewed the health sight viewer (hsv), noting a pharmacy order delayed notice. The tss ran the site down query and confirmed that the carefusion coordination engine (cce) was not flagged as disconnected. The hsv notice cleared, and no recent critical override alerts were present. A follow-up critical override query showed a sync down condition. The tss reviewed the sample station and found an error in event viewer indicating a data publishing issue, and station data sync debug logs suggested a transient network issue that had resolved. The customer was contacted and confirmed normal operation. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple devices unexpectedly went into critical override mode. The issue was identified approximately 5 to 10 minutes prior to reporting. No power outage, network disruption, or scheduled maintenance was reported at the time of the event. There were no delay or adverse events or injuries reported based on this event.